Manufacturer narrative:
Product complaint: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. There is no new pfs allegation. After the review of medical records for reportability, patient was revised to address painful right total hip replacement. Revision notes stated that there was minimal evidence of metal on metal disease. Clinic visit reported of continued elevated metal ions, pain, weakness, stiffness and instability leading to difficulty walking or climbing stairs, decrease range of motion and pain is worse with hip flexion. Cobalt and chromium are above 7pbb.

Event description:
Plaintiff¿s fact sheet received. In addition to what were previously alleged, pfs alleges bodily injuries including muscle spasms, neuropathy, muscle atrophy, falls, damage to other limbs including knee and back issues, and impaired adl.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, swelling, inflammation, infection and damage to surrounding bone and tissue, multiple dislocations and lack of mobility.